Event description:
The customer contact reported device breakage. The primary plum tubing set was being used to deliver an unspecified medication at an unspecified rate for approximately four hours. It was reported that during the initial use of the clave secondary port on the cassette of the tubing set, the clave port was found was broken. The customer contact reported that the clave port broke at the juncture of the hard plastic of the cassette and the semi-rigid adapter of the clave secondary port on the cassette of the tubing set. There were no reported adverse effects and no delay of therapy critical to this patient. No additional information was provided.

Manufacturer narrative:
One used device was received and evaluated. Testing found that the clave at the secondary port on the cassette of the tubing set was torn off. There are white drag marks indicating the use of force. Hospira has completed a formal investigation to address the issue of device breakage of the clave secondary port. Based on the investigation results, it was determined that the device breakage was due to the design of clave port that is directly bonded to the secondary port of the cassette. This report represents all the information known by the reporter upon query by hospira personnel.